Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had device heating up. Customer's blood glucose level was 130 mg/dl. Customer states insulin pump sounded electric noise. The customer states insulin pump was warm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days, device received with normal operating current, no unexpected heating up of battery, battery tube or electronic assembly was noted. No traces of heating up including burns, electrical shorts or heat damage components in electronic assembly was noted. No unexpected audio or beeping alarm tone anomalies noted. Device received with cracked battery tube threads.